Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported the power switch light emitting diode (led) indicator failed to illuminate. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Event date: 08apr2019. Manufacture date: 26apr2019. The manufacturer¿s international service technician confirmed the reported issue. Resolution and disposition: the manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.